Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications no injuries reported.